Manufacturer narrative:
The devices subject of the reported event were not returned for investigation. Without the return of the devices, the complaint cannot be confirmed, and the cause of the reported issue cannot be determined. Statements from the instructions for use include: "the following conditions may not allow the roth net® device to function properly: advancing the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or actuating the device when the handle is at an acute angle in relation to the sheath. Short strokes, 1"-1.5" (2.5cm - 3.8cm) in length, are recommended throughout device passage to avoid sheath kinking. The roth net® platinum¿ series is designed using a flat wire. Closing or retracting the handle too tightly may cause damage to the device's flat wire. Do not exert excessive "bending" pressure on the open (deployed) device; doing so may disfigure either the flat wire and/or the wire frame's shape." The product specialist completed in-service training with the customer. The device history records (dhrs) were reviewed and confirmed there were no component/manufacturing/quality issues pertaining to this lot. No other complaints of any type are associated with this lot.

Event description:
The user facility reported that two of their roth nets were having difficulty opening and/or closing resulting in a procedure delay. A third roth net was used which functioned as intended and the procedure was completed successfully. No report of injury.